Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database did not show any other reports against the product and lot combination. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient had presented in 2011 with pain and swelling. The patient had an lcs knee, underwent laparoscopic knee evaluation and the surgeon noticed scratching of the femur and some loose beads in the joint space. On (B)(6) 2012, the implant was revised due to the damage and the ongoing issues with swelling.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.